Manufacturer narrative:
New information was received indicating that this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) device were explanted. Besides surgical intervention no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance (125 ohms) during shock therapy. The patient was admitted to the hospital. A request was made to have data from this device analyzed. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance (125 ohms) during shock therapy. The patient was admitted to the hospital. A request was made to have data from this device analyzed. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization. At this time the patient has not returned to the clinic for a follow up and the rv lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance (125 ohms) during shock therapy. The patient was admitted to the hospital. A request was made to have data from this device analyzed. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization.

Manufacturer narrative:
This supplemental report is being submitted indication that this rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). If pertinent information is provided in the future, a supplemental report will be submitted.